Manufacturer narrative:
The insulin pump did not alarm with a button error; however, there was intermittent button response due to moisture damage on the keypad traces. The following cosmetic damage was also noted: minor scratches on the lcd window, cracked case near the display window corners, and a cracked reservoir tube lip. No moisture damage on the electronic assembly was found. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that he forgot to remove his insulin pump while entering the swimming pool. The patient's blood glucose at the time of incident was 182 mg/dl. The pump got wet and after a few minutes the pump alarmed with a button error. The customer's attempts to dry the pump were in vain. The insulin pump was returned for analysis and the customer has since received a replacement pump.